Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported multiple issues. Baxter's functionality test found "constant door not fully latched alarms" but could not reproduce during evaluation. Evaluation was able to confirm door jammed messages through a review of the event history log which corresponds with the on screen display of door not fully latched alarms. Evaluation found the door not fully latched alarms. Evaluation found the door able to latch close with a loaded IV set, however, force required to secure door is above expected levels. Door hooks and latch pins were replaced to correct this condition.

Event description:
It was reported that a spectrum pump had multiple unspecified issues. It was also reported there was no patient injury.